Manufacturer narrative:
A second physician was reported with this event; it is unknown which physician implanted the bsc device: (B)(6).

Event description:
As reported by the patient's attorney, three xenform soft tissue repair matrix (MFR report #3005099803-2016-02414, MFR report #3005099803-2016-02417 and MFR report #3005099803-2016-02415) were implanted into the patient on (B)(6). 2009. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.